Event description:
Customer reported to corporate product surveillance of an unknown baxter nitroglycerin tubing set that was used for a taxol infusion in which taxol leaked out of the vented portion of the set. As a result of the reported condition, taxol was exposed to the hospital staff. It is unknown when the reported condition occurred. There is no report of injury/adverse events, or medical intervention to the hospital staff in association with this event. Patient involvement is unknown at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. The device used in reported condition is unknown; therefore, it does not have a us 510k number. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported condition occurred during priming. There is no report of injury/adverse events, or medical intervention to the hospital staff in association with this event. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.